Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced two hypoglycemic seizures within the past week (on (B)(6)) while using the omnipod 5 in automated mode with a dexcom g6. At the time of both incidents, the dexcom reported blood glucose levels above 100 mg/dl, while a finger-stick measurement showed a low value of 26 mg/dl. The patient began chemotherapy one year ago and has since had four episodes of severe hypoglycemia. On the morning of one event, the patient rode a trike for one hour, followed by a 45-minute dog walk. At 11:40 am, the dexcom sensor read 304 mg/dl, but shortly after, the patient experienced hypoglycemia. His son administered glucagon (baqsimi) and 30 g of carbohydrates. Ems was called, and they determined there were no signs of stroke. Subsequent glucose values were as follows: 1:45 pm - 26 mg/dl. 1:53 pm - 35 mg/dl (post-glucagon). 2:35 pm - 64 mg/dl, sensor reading 145 mg/dl (calibrated). 3:52 pm - 113 mg/dl (sensor 139 mg/dl). 7:32 pm - 163 mg/dl (sensor 166 mg/dl_. Additional pod and insulin delivery data show glucose variability, with levels ranging from 115 mg/dl in the morning to 305 mg/dl prior to the event. Following the incident, the pod was discarded. Dexcom has been notified of the event.